Manufacturer narrative:
(B)(4).

Event description:
Customer reported that during surgery, the instrument broke (broken tip) in the patient's leg. A 2mm incision on the thigh was made to remove the piece. There was a 5-10 minute delay in the procedure. An unknown back-up device was on hand to complete the procedure.

Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. The distal tip has been broken free from the shaft. The distal tip is damaged and dull. The tendon strippers shaft is dramatically bent on two planes. Device has been in service for more than seven years without previous issues. It is clear that excessive force resulted in instrument failure. No root cause related to the manufacture of the device can be established. No further investigation is required.